Event description:
It was reported that a left ventricular (lv) lead was explanted due to unknown reasons. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.

Event description:
It was reported that a left ventricular (lv) lead was explanted due to unknown reasons. A new lead was successfully implanted the same day. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to anatomical reason.